Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator unexpectedly powered off, interrupting ventilation. The patient's oxygen saturation decreased for approximately one minute before returning to normal levels after the ventilator spontaneously powered back on and resumed ventilation. Device log review confirmed a momentary cpu reset, with ventilation recovery occurring within 18 seconds.